Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough device evaluation was performed. Review of the stored memory confirmed two fault codes. A memory system fault and a high voltage system fault. A commanded capacitor reform resulted in a charge time of 9.3 seconds. The device failed automated electrical testing and went into safety core during the test. Manual electrical measurements noted normal pacing and sensing functions. A commanded capacitor reform now had a charge time of 45.0 seconds. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 1 joule shock that resulted in the shorted shock lead fault.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratoyr. This product issue will be updated when evalution is complete.

Event description:
Boston scientific received information that a red alert was generated for this system due to a shock impedance measurement less than 20 ohms. A review of the device data noted several out of range shock impedance measurements over the past year and steadily increasing pacing threshold measurements also. A boston scientific technical services consultant documented the reported clinical observations and recommended further testing. The caller discussed device evaluation with the consultant and inquired if there is a way to avoid testing this system. Additional information was received that a one joule shock was delivered which resulted in a fault code (fc) 1004. The system was explanted and replaced. No additional adverse patient effects were reported.